Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's father reported via phone call that the customer's insulin pump had received critical pump error and had keypad anomaly. The customer's blood glucose level was unknown at the time of the incident. The customer received critical pump error while giving bolus and the display was stuck at 'remove infusion set from bod' and the buttons on the insulin pump were not working. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The customer was also advised to put the insulin pump into storage mode. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump error 35 alarm noted in the pump history and critical pump error (open book image) alarm during testing due to out of spec force sensor zero offset ( -196 mv). All the buttons functioned properly and no moisture damage on keypad traces noted. Keypad connector was fully locked.